Event description:
Md was attempting to place a hemodialysis catheter in the right internal jugular vein. The ij [internal jugular] was visualized under ultrasound. Guidewire was placed without any difficulty. The temporary hd [hemodialysis] catheter was advanced over the guidewire and blood return was noted into the catheter. When md pulled the guidewire to remove it, the wire sheared and broke. Under ultrasound guidance he did not notice guidewire extending into the subcutaneous tissue. Md consulted ir to remove the remaining piece.